Event description:
Device 2 of 2: reference MFR. Report#: :3006705815-2018-03126. It was reported the patient experienced pain located at the incision site. As a result, the trial leads were pulled. In turn, an epidural abscess was discovered at the incision site. The patient was hospitalized and prescribed antibiotics for a week which resolved the issue.